Event description:
Medtronic received information that 2 years and 6 months post implant of this 36mm cg future annuloplasty heart band, at the patients year 2 follow-up, the patient developed atrial fibrillation (afib). Atrial fibrillation was not documented preoperatively, but the left atrium was noted to be massively dilated at baseline, which is often associated with atrial fibrillation. Medication was administered. The atrial fibrillation was possibly related to the valve, and a device-related adverse event could not be excluded. No laboratory tests or imaging were conducted. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that on september 3, 2025, the event resolved and the patient recovered. No additional adverse patient effects were reported.